Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "potential rupture, lumps, rippling" and additional "autoimmune issue", not device related.

Event description:
Patient reported unknown side "potential rupture, lumps, rippling" and additional "autoimmune issue", not device related. Device remains implanted.